Event description:
It was reported that the patient received inappropriate shocks due to possible fracture of the right ventricular (rv) lead. The lead also had high impedance and was not sensing intrinsic r waves. The pace/sense portion of the lead was replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; (B)(4) implantable cardioverter defibrillator (ICD) 2010 (B)(6); 4968 implantable pacing lead 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.